Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while a nurse was priming with saline water, using a bd 2 pc 20ml discardit ii¿ syringe with needle, saline leaked from the plunger rod. There was no report of injury or medical intervention.

Manufacturer narrative:
Our manufacturing facility received the affected samples and was able to verify the reported issue of leakage through the plunger rod. Through our investigation of these samples it was identified that the leak was consistently in the position of the scale, and we could confirm there was damage in the barrel wall due to the marking process, which produced the reported leakage issue. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Based on the evaluation of the samples, we have concluded that the origin of the reported issue was related to a defective stamping of the barrel, what damaged the barrel wall, producing the reported leakage issue. The process we use to print the scale is called "hot stamping system". A metal stamp is heated at around 100ºc. Between the stamp and the barrel, we interpose a special black printing foil. By pressure, the stamp pushes the printing foil and its component is embedded in the barrel wall. According to the evaluation of the received samples and our manufacturing records, we think that, due to some temporary maladjustment of the printing device, an excessive marking of the scale may damage the external wall of the barrel causing the reported leak.